Event description:
A pharmacist reported to baxter (B)(4) of a solution administration set in which the set leaked from the injection site. The event was reported to have occurred during priming. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample was received without the original packaging for evaluation. Visual inspection was performed and many perforations were found at the needle based y-site. A leak and push-pull test were performed. A hole was found in the tubing beneath the needle based y-site (in the junction of the tubing with the y-site). The reported condition was confirmed. The root cause may be related to be user error as the hole seems to be perforated from inside the tubing to the outside. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.